Event description:
Faciliity alleges blood leak during dialysis. Rn reports leak occurred at start of treatment. Use #27. New dialyzer activated. No further medical intervention required. Estimated blood loss 200cc.